Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative tightened the vacuum nozzle knob, cleaned the electrodes, tightened the ise (ion-selective electrode) struts, performed reagent primes and checks, performed a vacuum line decontamination, replaced vacuum nozzles, checked the sipper line, replaced o-rings, replaced the vacuum pump diaphragm and valves, replaced the sample probe, performed adjustments, and performed checks. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 40 patient samples on a cobas 8000 ise 1800 module. Results for one patient sample were provided as an example. The initial result was 147 mmol/l. The repeated result was 140 mmol/l. The samples were repeated due to failed qc.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.